Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high capture thresholds on the left ventricular lead. The patient was brought into the clinic on (B)(6) and chest x-ray revealed all three leads, the left ventricular, the right atrial and the right ventricular were dislodged. The patient was asymptomatic to the event. The right atrial and right ventricular leads were repositioned successfully on (B)(6) and the left ventricular lead was explanted and replaced. The patient was stable during and post procedure.